Event description:
Per the audiologist, the pt's skin had grown over the abutment. The skin was cut away from the abutment and a healing cap was put in place during a revision surgery in 2008. Per the audiologist on the following month, the pt has resumed use of his sound processor.

Manufacturer narrative:
The type of event is addressed in the device labeling.